Event description:
A one inch piece of cannula tip broke off in a pt during a procedure. The doctor wanted the pt to heal for a month, then have her x-rayed to determine the exact location of the tip for retrieval. Until then the remaining portion of the cannula was to be returned for evaluation. Once the tip is removed it is to be returned also. The doctors office called in 2005 to say the pt does not want the doctor to remove the tip and will seek another facility to have the piece removed. As of this report the co will not receive any pieces to evaluate until further notice from the doctors office.